Event description:
It was reported that the device and the lead were explanted and replaced due to high defibrillation threshold. The patient was doing well after the event.

Manufacturer narrative:
(B)(4). The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.